Event description:
It was reported that during a laparoscopic cholecystectomy, after the duct was clipped, while moving the liver around, all of the clips did not hold and fell off. There were no signs noted or noticed that the clips were malformed. Another device was used to complete the procedure. There was no pt injury. Following the procedure, the device was fired "a few times" onto a plastic bag and was reported to have clipped well and "did not seem to fall off." The pt was in the (B)(6).

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The device was then functionally tested and found to operate within specifications and produce clips with both proper pinch and proper alignment. No conclusion could be drawn as to what might have caused the reported event.